Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic with multiple non-sustained lead noise episodes. Far-p signal oversensing was observed. Resolved by reprogramming the sensitivity.